Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable complainant device is not expected to be returned for manufacturer review/investigation device history lot. Manufacturing location: monument. Manufacturing date: 14-jan-2016. Expiration date: 31-dec-2025. Part number: 04.037.213s, 12mm/125 deg ti cann tfna 200mm - sterile lot number: 9965703 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn 12090 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null, device history review 12-apr-2021: DHR this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was confirmed that the patient who underwent tfna surgery at this hospital on (B)(6) 2019 developed wound infection. The surgeon commented that the distal end of the telescoped blade protruded into the skin, which may have caused a wound on the skin and caused an infection. Since bone union has already been achieved in this case, not only the blade but also all the implants will be removed in the future. No further information is available.this complaint involves four (4) devices.this report is for one (1) tfna fem nail 12 125 l200 tithis report is 3 of 4 for (B)(4).